Event description:
In 2009 pt reported that the piston rod of her infusion device sometimes moves fast and sometimes moves slow causing erratic blood glucose readings. Pt reported her blood glucose has gone as low as 40 mg/dl and as high as the upper 300's mg/dl. Battery had been in use for a couple of months. Recommended changing the battery today and every 4 weeks. Had pt insert a new battery. Assisted her through the change the cartridge process without inserting the insulin cartridge in the infusion device. Pt watched the piston rod while priming and stated she did not notice the piston rod moving at an abnormal speed and she also did not notice any unusual noise emitted from the infusion device during priming. Assisted pt through the change the cartridge process again and had her insert the insulin cartridge, prime until insulin flowed from the end of the tubing and reconnect the tubing to her infusion site. Pt was able to place infusion device in run mode. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.